Manufacturer narrative:
It was confirmed the emts were using improper operating procedures. The svc tech found the emts were using an underhand grip and lifting slightly, taking pressure off the height position pins which, in turn, caused the drop.

Event description:
It was reported by svc report that the cot can drop when the release handle was squeezed and no weight was on the litter. It was found the emts were using improper techniques when operating the cot. No pt involvement or adverse consequences are reported.